Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap transit bipartisy, the device would not fire. Another reload was used to resolve the issue. No patient adverse events reported. Current patient status is alive with no injury.